Manufacturer narrative:
Product complaint (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions h6 component code: g07002 - no device problem found h3 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample determined that two sealed boxes with twelve packets each and one sealed packet of product code dc303 were received for evaluation. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?

Event description:
It was reported that a patient underwent a lap appendectomy procedure on an unknown date and suture was used. They were closing an umbilical incision after a lap appy. The dr. Was the suture and the needle bent so he handed it back to the writer and asked for a new one. The new suture was handed up and while sewing the needle broke in half in the patient. Ninety minutes were added to the case while they searched for needle fragment. Ap and lateral flat plates were done to assess where in the abdomen the needle was. An x-ray was performed and indicated it was in the muscle/facial layer. The dr. Had the idea to use the sentimag machine to help locate the needle fragment which worked well. They were able to find and remove the fragment. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece's retrieved during the same procedure? Yes. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece? What is the current status of the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.